Event description:
It was reported the patient experienced a shoulder dislocation following physiotherapy and was revised approximately 12 weeks post-implantation. Upon further examination, the glenosphere position was noted to be notching inferiorly, and a fragment of heterotopic ossification was present. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single coronal CT image of a right reverse total shoulder arthroplasty. There is scapular notching of the inferior pillar extending to the inferior aspect of the glenoid baseplate with associated heterotopic bone formation off the adjacent inferior glenoid. Of note, the metaglene is positioned along the mid to cranial aspect of the glenoid with apparent neutral vertical tilt/inclination, which can predispose to scapular notching. It was reported that the baseplate was malpositioned in the initial surgery and the patient had subsequently dislocated and had glenophere notching. Per IFU 01-50-0903 biomet comprehensive reverse shoulder products, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components... Possible adverse effects: dislocation and subluxation due to inadequate fixation and improper positioning.¿ the comprehensive reverse shoulder surgical technique includes reaming techniques to ream the glenoid at a 10-degree inferior tilt, ¿ream the glenoid to the desired level, ensuring the medial geometry of the glenoid baseplate is completely reamed. Due to the 10 degree inferior tilt of the steinmann pin sizer, an inferior ridge should be evident first. A slight superior bone ridge should then follow, ensuring full concentric reaming. It is common to see cancellous bone inferiorly, while cortical bone remains superiorly. It is critical that the glenoid is adequately reamed to ensure complete seating of the glenoid baseplate.¿ heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. The root cause of the reported event was determined to be unrelated to the device. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, e1, e2, e3, g2, g3, g6, h2, h11.

Event description:
It was reported the patient experienced a shoulder dislocation following physiotherapy and was revised approximately 12 weeks post-implantation. Upon further examination, the glenosphere position was noted to be notching inferiorly, and a fragment of heterotopic ossification was present. It was noted that the baseplate may have been malpositioned during initial implantation. Attempts have been made and no further information has been provided.